Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient had a life threatening stomach infection. No additional information can be obtained about the reported event due to unknown patient. It is unknown if the patient was utilizing fresenius products when the event occurred. Upon review of the file, there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
It was reported a patient had a life threatening stomach infection. No additional information can be obtained about the reported event due to unknown patient. It is unknown if the patient was utilizing fresenius products when the event occurred. Upon review of the file, there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Manufacturer narrative:
Clinical statement: there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had a life threatening stomach infection. There is no further information available.